Event description:
Unable to interrogate the device. The device does not communicate with the programmer.

Event description:
Unable to interrogate the device. The device does not communicate with the programmer.